Event description:
The user facility reported to terumo cardiovascular systems, that during cardiopulmonary bypass surgery, the pt's po2 seemed low. There was no pt injury. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for investigation; however, terumo is still investigating this issue and plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).